Event description:
It was reported that "on removal it was noticed that the device was broken. It was torn down one side. Patient experienced severe pain in the joint, requiring high doses of analgesia, intense physio and a diagnosis of complex regional pain syndrome (crps). Joint swelling constantly and patient was in constant pain. Because of severe pain, patient was investigated for osteomyelitis. This defect was not picked up on magnetic resonance imaging (MRI) or x-rays."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.